Event description:
A 4.0mm ti cevical self-retaining screw was revealed via x-ray several weeks post operative to have backed out. Screw was implanted approximately mid january. There was no plans at this time to do revision surgery.